Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced half-height drawers 4.1.and 4.2 were not detected on bus. The field service engineer found that the pyxibus module board had no lights, indicating a failure. The engineer powered off the station and tested both drawer controller boards with a fluke meter, which showed they were fine. The engineer then replaced the pyxibus module board after this replacement the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 4.1.and 4.2 was not detected on bus cable. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.